Event description:
Affiliate reported that after a MRI the device would not reprogram the pressure due to the valve breakage. White marker was invisible in image. The pressure of the valve was finally changed to 180mmh2o. However the patient presented with a headache. The pressure of the valve was changed from 180mmh2o to 70mmh2o. Then it was decided to revise the device.

Manufacturer narrative:
In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Event description:
On (B)(6) 2005, the device was implanted via v-p shunt at 120mmh2o. On (B)(6) 2012, after MRI, the device would not reprogram the pressure due to the valve breakage. White marker was invisible in image. The pressure of the valve was finally changed to 180 mm h2o. On (B)(6), the patient had a headache. The pressure of the valve was changed from 180 mm h2o to 70 mm h2o. On (B)(6), the valve was replaced by 82-3110 at 130 mm h2o. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4).

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the stator was dislodged therefore; the cam position/pressure could not be determined. Upon further review it was noted that no other damage was found with the device. Therefore it is not possible to determine the root cause for the problem reported by the customer. A review of the lot history record confirmed that this device conformed to the required specifications prior to distribution. It was also noted that enhancements were made to the stator stamping tool to increase the wall thickness, which is designed to eliminate these types of complaints. It was also found that this device was manufactured prior to the enhancement. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.